Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (200 mg/dl and above) since starting pump therapy. The customer administered a bolus via the pump. Reportedly, the customer is insulin resistance and has other medical issue that make it difficult to control bg levels. It was noted that the customer had been working with their healthcare provider to get bg levels stable. System check could not be performed with tandem technical support as the elevated blood glucose level was not occurring at the time of the report.